Event description:
It was reported that an asymptomatic patient with a history of noise on the ventricular lead presented in clinic for a routine follow up. Upon interrogation, the lead exhibited noise causing pacing inhibition. No intervention has been performed. The patient was in stable condition.